Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the burning and ultra high sensitivity stretched from about 4 inches below the patient's shoulder blade down to mid buttock. The patient ran the battery down until the stimulator could no longer provide stimulation. After a couple of more days the unit completely ran out of power. At that time the sensation went away completely. The patient had not charged the unit since the incident about a month ago. The patient had multi-level x-rays done and had tried to schedule with their initial implant healthcare provider for a review. The appointment had been cancelled a couple of times. Currently the patient was scheduled to see them at the end of the month for a review of the x-rays. The patient was still not charging the unit and not receiving stimulation to help with their pain but the patient noted the burning and hyper sensitivity was harder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient is reporting burning and super sensitivity near pocket site that travels down his right leg after having a procedure that required cauterization in the lumbar area. Patient feels about 50-60% relief with therapy off and when stimulator is completely depleted he still feels this sensation. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue.